Manufacturer narrative:
(B)(4). 3004753838-2026-094664 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on 02/19/2025. Medical review was revised and confirmed that the event was already documented under (B)(4).; therefore, this submission was identified as a duplicate. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5181986 through mw5181996.

Event description:
A voluntary MDR/medwatch report was received on 02/04/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced two interconnected and critical failures of the dexcom g7 cgm system, resulting in an immediate life-threatening situation. Upon waking in the morning, the patient reported hypoglycemic symptoms, including near-syncope. The cgm displayed a glucose value of 65 mg/dl, leading the patient to assume fatigue rather than hypoglycemia and continue normal activities. Despite persistent symptoms and progressive worsening toward loss of consciousness, the cgm reading remained at 65 mg/dl. The patient performed a bg test, which showed a glucose level of 41 mg/dl. The patient entered the 41 mg/dl value as a calibration; however, the cgm adjusted only to 56 mg/dl, indicating that the system continued to underestimate the patient¿s verified blood glucose level. The patient¿s medical history includes a pancreatic neuroendocrine tumor (insulinoma), which causes frequent and potentially life-threatening hypoglycemia throughout the day and night. As a result, the patient relies heavily on the cgm system for continuous monitoring, particularly during overnight hours. A glucagon kit was listed among the patient¿s prescribed medications, although its use during this event was not confirmed. At the time of the report, the patient¿s condition was unspecified. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.